Event description:
It was reported that there was difficulty inserting an atrial lead into the header of the pulse generator at implant. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis confirmed that it was difficult to insert the lead that was used in the procedure into the pulse generators header and the lead insertion force used to insert the lead was out of specification for the product. Test leads were able to be inserted normally.